Event description:
The healthcare professional reported that the receiver/stimulator of the pt's device had shifted. Revision surgery was done in 1999 to reseat the device. Follow-up info has been requested.